Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the print jobs had stuck in the printer. A technical support specialist cleared printer queues and restarted the printer spooler. Reinstalled printer drivers and configured correct printer as a default to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis ciisafe system printer did not print labels, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.